Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump passed the self test. No stuck button alarm noted during testing. Successfully downloaded history files and traces using thus software. However, pump error 61(stuck key alarm) found in formatted history file (07/31/2024 07:06:01.000). The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, cracked case (battery tube) and scratched case. In summary, customer alleged keypad anomaly not confirmed. Expose to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and confirmed customer received the reported issue buttons were not responsive and time clock did not advance. No harm requiring medical intervention was reported. Product return required for mmt-1712k. It is unknown whether product will be returned. It was unknown whether continued using the device or not.